Event description:
A report was received that during a lead revision, the pt experienced an excruciating burning sensation during the procedure. The pt also reported that she has experienced device protrusion that caused inflammation and infection. As a result of the lead revision procedure, the pt is reportedly unable to get relief from her pain. The pt is reported to have a lump in the lower spine just above the tailbone where the device is placed that has prohibited her from being able to be in a sitting position without discomfort.